Event description:
The customer reported getting an intermittent error 20.

Manufacturer narrative:
The customer reported getting an intermittent error 20. The unit was evaluated at the phillips repair bench. The failure could not be reproduced. Both the control pca and the power pca were replaced to resolve the issue.